Event description:
It was reported that the pt underwent a sling procedure in 2005. The procedure was uneventful. Prophylactic antibiotics were given and the stress incontinence was cured. Post operatively, the pt developed necrotic tissue at the point of the vaginal incision. The tape was removed in 09/27/2005.